Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test and was unable to prime during prime test due to moisture damage inside the force sensor resistor. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was 112 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.